Event description:
It was reported that when using the bd pyxis¿ anesthesia station es a fingerprint spoof was reported and the user requested the option to log in using a password. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user access did not approve from the administrator. A technical support specialist (tss) advised the customer to contact their facility pyxis administrator to review the biometric identifier (bioid) exempt setting, which allows users to bypass biometric fingerprint authentication and log in using alternative methods such as user ID and password, depending on configuration. Tss contacted the administrator and found that request for password-based login was escalated to the pharmacy department; however, the pharmacy did not approve enabling password login access. Later user confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.